Event description:
Identified free blue lint on the cardiac cath (catheterization) towels and gauze from the cardiac cath set. Two separate packs had loose blue lint on the towels and gauze. These were reported to medline. Pt: 4582. Device: 1120, 1170. Ref: mw5188571.